Event description:
Hill-rom is filling a conservative report to the FDA: hill-rom has received an allegation that suggests a patient suffered hemorrhages in both eyes after a week of treatment with the vest airway clearance therapy. The patient had hemorrhages in both eyes when first born, has hypertrophic cardiomyopathy, hip dysplasia, cannot walk or talk, has a rare disorder (B) (6), and is a 3 year cancer survivor. Treatments have been stopped. The dr is unsure of the cause of the hemorrhages. No allegation of a malfunction has been alleged, and the unit has not yet been returned to hill-rom for evaluation. This MDR serves as an initial report; a follow up report will be sent to the FDA as soon as the unit is returned and the unit is evaluated.

Manufacturer narrative:
This MDR serves as an initial report; a follow up report will be sent to the FDA as soon as the unit is returned and the unit is evaluated.